Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: it was reported some of the plastic pieces from the medication vial broke into the syringe. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a needle assembly connected to a syringe. The needle is inserted into a vial. The bottom part of the syringe has foreign matter but, from the photo, it is not clear if it is inside or outside of the syringe barrel. The foreign matter appears to be a similar color to the vial stopper. No other information could be obtained from the photo. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd blunt fill needle some plastic pieces broke into the syringe. The following information was provided by the initial reporter: verbatim: level of harm: no effect - did not reach patient - detected before use or does not touch person during use incident details: writer is a clinical nurse educator and was informed by staff that when attempting to draw up (reconstitute) the medication pantoprazole, after puncturing vial with needle, some of the plastic pieces (from the top of the glass vial) broke into the syringe and also bits of it can be seen in the panto vial as well. Medication was not given to patient due to same, as any particles other than the medication would have presented as harm to the patient as the medication was going to be delivered via intravenously. Who was affected? No person affected. Frequency of problem: first time.